Manufacturer narrative:
The femoral knee suffered a transverse fracture of the medial condyle at the posterior distal chamfer. Fractographic evaluation revealed the mode of failure to be fatigue. There was no evidence of hard tissue support in the area of the fracture. No material or manufacturing defects were evident. At this time, jjpi considers this file closed.

Event description:
The pt complained of pain and swelling in the knee. X-rays revealed the femoral component broken at the right medial posterior chamfer. The break in the femoral component contributed to polyethylene wear and debris of the tibial insert. Revision surgery was necessary.